Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d5, d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the customer's malfunction of the panel malfunction was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure of the control panel. The event can likely be prevented by following steps as below: if suspicion of any abnormality with this product, do not use it and take appropriate action according to chapter 10 troubleshooting steps: press the power switch on the ofp-2 front panel. The flow rate indicators sequence up and down during startup and the standby switch and lowest setting flow rate indicator illuminates green to indicate the unit is in ¿on¿. Checking correct illumination of all indicators during the startup sequence. If an indicator fails to illuminate, then stop using the ofp-2 and contact your nearest olympus service center. Pressing the standby switch at this stage will change the standby switch indicator to amber, indicating that the unit is in ¿standby mode¿. Pressing the standby switch again will change the standby switch indicator back to green, indicating that the unit is ¿run mode¿. Any previously selected flow rate will be stored in memory, even when in ¿standby mode¿, until the unit is switched off. Before opening the pump head lever for tube replacement/adjustment, press the standby switch to put the unit into ¿standby mode¿. On subsequent closure of the pump head lever, press the standby switch again to switch the unit back into ¿run mode¿. Olympus will continue to monitor field performance for this device. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the panel on the flushing pump displayed a malfunction. The power and operation indicators on the panel would not light up, however the flow indicator would light up, and the lowest gear adjustment would be invalid. The issue was involved when there was a diagnostic gastroscopy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.